Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a (B)(6) han chinese male patient. Medical history included the fact that his kidney was not good and urine protein. Concomitant medication included unspecified traditional chinese medicine and acarbose; both for an unknown indication the patient received human insulin (rdna) (humulin 300 iu/cartridge) from a cartridge, via a reusable pen (humapen ergo ii, tone blue), twice daily, unknown dosage (also reported as 14 units) at morning and 10 to 11 at evening, subcutaneously for the treatment of diabetes mellitus, beginning in (B)(6) 2015. On an unspecified date, since human insulin treatment started, his blood sugar levels were unstable; therefore, his physician told him he could adjust his dosage according to his blood sugar values. Also, was suspected that the humapen ergo ii had a problem and the dosage he received was incorrect, then he had hypoglycemia three times in total, after he changed a needle (pc: 3639009, lot number unknown). The first hypoglycemia episode occurred on an unspecified date, the second hypoglycemia episode occurred in (B)(6) 2016 and the third hypoglycemia episode occurred on (B)(6) 2016 and he also experienced obnubilation and was sent to hospital for unspecified emergency treatment (it was unclear if he was hospitalized). The event of obnubilation and the third episode of hypoglycemia were considered serious due to medical significance. In addition, on an unspecified date, he decreased his dosage regimen to 10 units on the morning and 9 units in the evening on his physician recommendation, since his blood sugar was around 2.9 and 3.9 (units and reference ranges not provided). Information regarding laboratory examination findings, corrective treatments and the outcome of the events were not reported. The human insulin treatment was continued. The patient was the operator of the humapen ergo ii and his training status was not provided. The general humapen ergo ii duration of use and the reported humapen ergo ii duration of use were not reported. If humapen ergo ii was returned, evaluation would be performed. The reporting consumer did not know if the events were related either to human insulin treatment or the humapen ergo ii device. Update 02may2016: upon review, this case was opened to complete the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 03-may-2016: additional information was received form the initial reporter on 25-apr-2016, which updated this case to a post marketing case. Added: medical history of urine protein, third and fourth dosing details for suspect drug, acarbose as concomitant medication. Updated: action taken with suspect drug to dose decreased. Narrative was updated accordingly. Update 05-may-2016: information was received form the initial reporter on 03-may-2016 via psp. Follow-up information could not be obtained since reporter did not provide further information and declined consent for further follow-up. Upon review, narrative was updated accordingly reflecting human insulin isophane suspension 70%/human insulin 30% as suspect drug.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. Please refer to statement dated 31may2016. Evaluation summary a male patient reported the dosage he received when using his humapen ergo ii device was incorrect. The patient experienced hypoglycemia. The investigation of the returned device (batch 1311d01, manufactured november 2013) found that the device met functional requirements and met dose accuracy glide force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a (B)(6)-year-old (B)(6) male patient. Medical history included the fact that his kidney was not good and urine protein. Concomitant medication included unspecified traditional (B)(6) medicine and acarbose; both for an unknown indication the patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from a cartridge, via a reusable pen (humapen ergo ii, tone blue), twice daily, unknown dosage (also reported as 14 units) at morning and 10 to 11 at evening, subcutaneously for the treatment of diabetes mellitus, beginning in (B)(6)-2015, also reported as (B)(6)-2015 (conflictive information). On an unspecified date, since human insulin isophane suspension 70%/human insulin 30% treatment started, his blood sugar levels were unstable; therefore, his physician told him he could adjust his dosage according to his blood sugar values. Also, was suspected that the humapen ergo ii had a problem and the dosage he received was incorrect, then he had hypoglycemia three times in total, after he changed a needle ((B)(4), lot number 1311d01). The first hypoglycemia episode occurred on an unspecified date, the second hypoglycemia episode occurred in (B)(6)-2016 and the third hypoglycemia episode occurred on (B)(6)-2016 and he also experienced obnubilation and was sent to hospital for unspecified emergency treatment (it was unclear if he was hospitalized). The event of obnubilation and the third episode of hypoglycemia were considered serious due to medical significance. In addition, on an unspecified date, he decreased his dosage regimen to 10 units on the morning and 9 units in the evening on his physician recommendation, since his blood sugar was around 2.9 and 3.9 (units and reference ranges not provided). Information regarding laboratory examination findings, corrective treatments and the outcome of the events were not reported. Human insulin isophane suspension 70%/human insulin 30% treatment was continued. The patient was the operator of the humapen ergo ii and his training status was not provided. The general humapen ergo ii manufacture date was 30nov201,. Duration of use was approximately 28 months and the reported humapen ergo ii duration of use were not reported. The device returned, no malfunction. The reporting consumer did not know if the events were related either to human insulin isophane suspension 70%/human insulin 30% treatment or the humapen ergo ii device. Follow-up information could not be obtained since reporter did not provide further information and declined consent for further follow-up. Update 02may2016: upon review, this case was opened to complete the medwatch and (B)(6) required device reporting elements for regulatory reporting. Update 03-may-2016: additional information was received form the initial reporter on 25-apr-2016, which updated this case to a post marketing case. Added: medical history of urine protein, third and fourth dosing details for suspect drug, acarbose as concomitant medication. Updated: action taken with suspect drug to dose decreased. Narrative was updated accordingly. Update 05-may-2016: information was received form the initial reporter on 03-may-2016 via psp. Follow-up information could not be obtained since reporter did not provide further information and declined consent for further follow-up. Upon review, narrative was updated accordingly reflecting human insulin isophane suspension 70%/human insulin 30% as suspect drug. Update 09-may-2016: information was received from the initial reporter on 06-may-2016 via psp. Follow-up information could not be obtained since reporter did not provide further information and declined consent for further follow-up. Upon internal review of information, listedness for the serious events of obnubilation and hypoglycemia was completed for us label. No other changes were performed in the case. Update 11may2016.additional information received 11may2016 from the product complaint safety database. To the device tab added the lot number and updated the narrative accordingly. Edit 16-may-2016: pc (B)(4) was received on 10-may-2016. Pc had been processed accordingly and rejected since it was created as a duplicate of pc previously reported ((B)(4)): no new information was added to the case. Update 17-may-2016: information was received from initial reporter on 13-may-2016. As previously reported, reporter refused to provide further information and declined consent for further follow-up. Update 31may2016. Additional information received 31may2016 from the product complaint safety database. To the device tab added manufacture date, approximate device age, changed malfunction to no, added the device specific safety summary (dsss),updated the (B)(6) device information, updated the device medwatch information, and the narrative was updated accordingly.